Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) canada alleging that her one touch verio 2 meter had displayed an error message ¿ error 4. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged error 4 message first occurred ¿about two weeks ago¿. The patient manages her diabetes with insulin (self-adjuster). The patient reported on an unspecified date and time after the product issue began and that she decreased her dose of insulin medication as a result of the alleged product issue. The patient stated that she developed symptoms of ¿shaking and sweating¿ due to the alleged product issue. The patient denied receiving any treatment. At the time of trouble shooting, the cca confirmed this was not the first time the product was being used, the patient testing technique was correct, the test strips had been stored correctly and not passed their expiry date. The cca walked through a retest with the patient and the issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a severe low blood glucose excursion after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ the patient¿s meter has been returned on 4/29/2015 and evaluated by lifescan product analysis on 5/1/2015 with the following findings: no error message is observed in the error log, and error was not reproduced during the investigation. The retain test strips also passed all testing. A DHR (device history record) was completed on (B)(6) 2015 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.